Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement.

Manufacturer narrative:
Investigation was done on cadd-legacy plus 6500 pump. The complaint of loss of power while running, was recorded in the event log on 8/29/2019 ,12:30:00 pm .however, the engineer was unable to replicate the reported complaint. The outer aspect of the device was reported to be visually in good condition. Do to the fact of event log revealing and validating complaint, the mp board will be replaced for preventative measures. Recommended cadd-legacy plus operator's manual: use new, aa (iec lr6) alkaline batteries such as (B)(6) batteries. Unclear which batteries were in operation during event. Device passed all manufacture's delivery and functional testing.

Event description:
Information received that a smiths medical cadd-legacy® plus pump had power loss while pump was running. No patient adverse events reported.